Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. It was reported the device jammed and stopped working. Case completed by opening another device. There was no consequence to the pt.